Event description:
According to the reporter: endo catch bag broke 4 times at the base of the bag on removal of the stomach. Current patient status: fine the tear of the bag happened at the base of the bag, not at the junction where the bag connects to the ring. No part of the bag detached into the patient. The surgeon needed to open an other product. No injury to the patient.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/17/2015.